Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited t-wave oversensing. This rv lead remains in service. No adverse patient effects were reported. Due to the limited information provided, further follow-up to obtain related details was not possible.